Event description:
Event description cpi received information that the patient presented following a multiple shocking episode. The pace-sense lead assessment was unremarkable. Review of the episode data noted a shocking lead impedance of >100 ohms with an 'open' indicator. It was further reported that the ICD failed to defibrillate the patient during one episode.